Event description:
The customer contact reported the device did not sound an audible alarm during an alarm condition. At 1645, channel 2 of the device was programmed to deliver levophed 32mcg/ml, at a rate of 200ml/hr, a vtbi (volume to be infused) of 400ml, and the delivery was started. It was reported the pt's blood pressure was approx 60/30mmhg. At 1655, the nurse noted the pt's blood pressure had decreased to 42/20mmhg. At this time, the nurse noted the delivery had stopped and the device display was flashing an error message with no audible alarm tone. The device was removed from clinical service. Therapy was resumed using a replacement device. No medical interventions were reported. After an unspecified length of time, the customer contact stated the pt's systolic blood pressure returned to 60mmhg. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.